Manufacturer narrative:
Correction: this MDR is a duplicate report of MDR 2027969-2019-00077. All subsequent information will be provided in a supplemental report under MDR 2027969-2019-00077.

Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: the customer's results were not replicated in-house with retention and returned devices of the reported lot. Retention and returned devices were tested with clinical hcg-negative urine and hcg-positive urine standard (25 miu/ml). All devices tested with clinical hcg-negative urine produced negative results. Additionally, all devices tested with hcg-positive urine standard produced positive results. All of the results met the qc specification. Conflicting results were not observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities. A root cause could not be determined from the information provided by the customer.

Event description:
It was reported that on an unspecified date, the patient was tested on the cardinal health rapid test hcg cassette before surgery and received a negative result. However, a week after the surgery a positive result was received. It is unknown what type of surgery was performed. It is also unknown if confirmatory testing was performed. No further information was provided.